Manufacturer narrative:
E1 - initial reporter phone: (B)(6).

Event description:
It was reported that stent damage occurred. Patient was under general anesthesia. The 80% stenosed target lesion was located in the severely tortuous pulmonary veins. A 9.0x30x135 cm express ld vascular was selected for use in a pulmonary vein stent placement. Following balloon pre-dilatation, the stent was used to reach the lesion site. It was pressurized to 3 atmospheres, and it showed that it had contrast medium overflow. The stent was withdrawn from the patient's body, and it was pressurized. The tail end of the stent balloon was visually damaged. The procedure was completed with another of the same device. There were no patient complications as a result of this event and the patient was in good condition.